Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label use of the device. On (B)(6) 2022 at 12:40 am, the patient was found unresponsive by her fiancé who suspected the patient may have experienced a seizure. Emergency medical services (ems) was called and they arrived at 1:00 am, the patient¿s cgm displayed 44 mg/dl but her bg per ems was 24 mg/dl. The patient regained consciousness, experienced dizziness, and difficulty seeing. She was treated with glucose gel by ems and transported to the hospital where she was treated with an IV glucose drip. She was released later that day, recovered at home, and continued to monitor her bg via finger sticks as the cgm values are 30 mg/dl points higher than her bg. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.